Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2018, a 19mm trifecta valve was implanted successfully. On (B)(6) 2024, the patient returned with a gradient of 163mmhg. There were no other patient symptoms. A re-do procedure was suggested, but patient was referred to a different hospital due to cost.

Manufacturer narrative:
An event of structural valve deterioration, device stenosis, and aortic valve stenosis was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Reportedly, a 19mm trifecta valve was implanted successfully in 2018. On (B)(6) 2024, the patient returned with a gradient of 163mmhg. A re-do procedure was suggested, but patient was referred to a different hospital due to cost. The patient had a history of heart disease. Based on the available information, the root cause of the reported structural valve deterioration, device stenosis, and aortic valve stenosis could not be conclusively determined. There is no indication of a product issue with regards to manufacture, design, or labeling.